Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2013 due to loosening, ballooning and lysis of the femoral stem. The head and stem were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.